Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove (entanglement) was unable to be determined. The reported unrelated death was due to patient condition. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflets. A mitraclip xtw was implanted without issues. To further reduce the mr, a mitraclip xt was inserted, but while advancing the clip to left ventricle, it became stuck on the first clip. Troubleshooting was performed and the clips were able to remove from each other. It was noted no damage occurred to the first clip and it remained stable on the leaflets. The mitraclip xt clip was then implanted, reducing the mr to a grade of 2. Roughly five hours after the procedure, the patient presented with bleeding and stroke, and an attempt to perform a pericardial puncture was performed. In the physician's opinion, during the pericardial puncture, the ventricle was perforated. The cause of death was due to cardiac tamponade and perforated ventricle. It was noted that the clip did not cause or contribute to the patient's tamponade, which was likely due to a perforation of the ventricle. In the physician's opinion, the mitraclip did not cause or contribute to the ventricle perforation. The clips were confirmed to be stable on the leaflets.